Event description:
A user facility reported that a glaucoma shunt was not draining properly. One week following implantation, the shunt was explanted and a trabeculectomy was performed. Add'l info was received from the surgeon, who indicated the event resolved following the shunt explantation and trabeculectomy.

Manufacturer narrative:
The product was not returned for analysis; therefore, the condition of the product could not be verified and visual inspection could not be performed. There were no other complaints reported in the lot. The root cause could not be determined. (B)(4).